Event description:
A customer reported a cgm error 42 issue. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support through a complete pump reset and successfully started their sensor session without the error reoccurring.